Event description:
After insertion, the nurse flushed to confirm patency, and also flushed with the medrad power injector (initial saline bolus) - the line appeared clear. They began the injection of contrast (omnipaque 300, at a rate of 4.0 ml/sec) and the contrast infiltrated in the humeral muscle (up the patient's arm, not at the site). Approximately 20 cc saline and 100 cc contrast media had infused prior to the incident. A plastic surgeon was called in to treat, the pain/swelling in the humeral muscle did not subside on its own.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history could not be reviewed as the lot number is unknown. (B) (4)